Event description:
It was reported that during a diagnostic coronary procedure while using an angiosculpt balloon over the verrata wire, the distal tip of the verrata separated and traveled inside the body with the angiosculpt. X-ray was performed and confirmed the verrata separated inside the artery. The physician jailed the separated portion next to a stent in the av node branch. A new verrata wire was used to complete the procedure with no issues. No patient injury reported. This adverse event and product problem is being submitted because the distal tip of the verrata wire separated inside the patient. Additional intervention was performed; however, the separated wire was retained in the patient.

Manufacturer narrative:
This case was reviewed and investigated according to the manufacturer¿s policy. Pt info: no information available. The verrata wire was not returned for evaluation, thus no returned product investigation was performed. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Manufacturer narrative:
Correction: in supp 1 for section h11, blocks d9, g3, h3, and h6 referenced omniwire. However, the correct product is verrata and not omniwire. Blocks d9 & g3: verrata wire was returned for evaluation. Block h3: the verrata wire was visually and microscopically inspected. Approximately 3.5 mm of the verrata wire was not returned. This includes the locking core and the proximal conductive band. At the location of the separation, sharp edges on non-malleable material was observed. Block h6: the probable cause of reported failure is damage during routine use. An inappropriate manipulation and strain on the verrata wire can damage the wire. Additional information: in supp 1, component code 4755 was listed in section h11 as a correction. However, code 4755 was inadvertently not included; therefore, adding it now.

Manufacturer narrative:
Block b5: initial MDR listed a distal tip separation. Further information confirmed it was the proximal end that separated. Blocks d9 & g3: omniwire was returned for evaluation. Block h3: the omniwire was visually and microscopically inspected. Approximately 3.5 mm of the omniwire was not returned. This includes the locking core and the proximal conductive band. At the location of the separation, sharp edges on non-malleable material was observed. Block h6: the probable cause of reported failure is damage during routine use. An inappropriate manipulation and strain on the omniwire can damage the wire. Correction: in the initial MDR, component code 3123 (tip) was listed. However, the appropriate code is 4755 (part/component/sub-assembly term not applicable).

Event description:
Correction: the proximal end of the verrata separated and traveled inside the body with the angiosculpt.